Event description:
Three days after first treatment with collagen, the pt had an urticarial rash on upper arms and upper legs, and feet and hands became swollen and red. The pt also had a fever of 102f. In a preliminary written follow up report the physician noted that bendadryl and advil were effective treatments. Physician indicated that erythema resolved within one week and that other symptoms were "mild" two weeks after onset. Physician noted that symptoms were "possibly, but probably not" related. Mcghan's approach to compliance is to resolve all doubt in favor of reporting.